Manufacturer narrative:
Note: product reference 4436920 is not cleared for sales in the USA, but its catheter is similar to the product reference 5430425 cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr36946833 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in july 2018. Investigation results: we did not received the complaint sample for investigation. X-ray picture review: a x-ray picture taken just after implantation was sent for evaluation. We can see that the catheter was placed in the costoclavicular space. We can suppose that this placement led to the catheter rupture into the costo-clavicular pinch. However the corresponding x-ray picture was not returned for analysis. Conclusion: on the received x-ray picture, we can see that the catheter was place in the patient's costo-clavicular space. This element allows us to hypothesis that the catheter rupture is due to the pinch-off syndrome. However, only the examination of the device and/or the x-ray taken before explaantation could allow us to confirm this hypothesis. This hypothesis was previously emit by the user facility itself. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. This does not seem a device related incident. Consequently, no corrective action is envisaged.

Event description:
Catheter rupture.